Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a irrigation / aspiration (I/a) tip broke during the I/a portion of a surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
One opened I/a tip was received in a plastic bag for the report of broken tip. The sample was visually inspected and was found non-conforming with the tip and cannula missing. The metal cannula was present inside of the hub. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The evaluation confirmed a broken tip as reported. Part of the cannula was present inside of the hub showing that the cannula was molded to the hub prior to release from the manufacturing site. It is also mentioned in the complaint file that the cannula was broken during the procedure. The part of the tip that was broken off was discarded and was not returned to the investigation site, therefore an exact root cause of the break cannot be determined. (B)(4).